Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump took several hours to fully charge. There was no reported impact to the customer's blood glucose level. Tandem technical support educated the customer the cause of the reported issue could be the wall outlet, wall adapter or usb cable. However, the customer believed the pump was the issue. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.